Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was continued after cold restart of the device. The philips field service engineer (fse) inspected the system onsite in another case and confirmed that the system was not starting up. Upon troubleshooting, fse found that the bootup issue was due electronic component fault in power control board. Fse replaced the mpdu and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to boot up properly. The device was in clinical use. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.